Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with no esc and act button response due to corroded keypad traces. Insulin pump was unable to perform displacement and battery out limit testing due to no keypad button response. Insulin pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratches on lcd window, scratched reservoir tube window, case scratched, and stained end cap sticker.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a button error alarm and a battery out limit. The blood glucose reading is 157 mg/dl. The insulin pump will be replaced. Nothing further reported.